Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) has never worked properly as he has not been able to inflate the ipp without resetting the pump valve, which was arduous and time consuming. Several months later, a surgical procedure was performed, during which a sticky pump issue was identified; therefore, the ipp was removed. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).